Event description:
The below report was received by health authority tga (reference number: (B)(4)) on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. In 2012 she experienced pelvic pain ("pelvic pain"), heavy menstrual bleeding ("abnormal periods - menorrhagia"), abdominal distension ("severe bloating"), dyspareunia ("extreme pain during and after sex, that had never existed before"), allergy to metals ("metal allergy"), abdominal discomfort ("stomach discomfort"), rheumatoid arthritis ("autoimmune disease (diagnosis of rheumatoid arthritis)"), fatigue ("fatigue"), migraine ("migraines"), pollakiuria ("changed toilet habits (increased and constant urination)"), urinary tract discomfort ("changed toilet habits (feeling of internal swelling)"), micturition urgency ("urgency to urinate"), adnexa uteri pain ("twinges in the implant location"), arthralgia ("aching joints"), depression ("depression"), libido decreased ("reduced libido"), dizziness ("dizziness"), memory impairment ("memory lapses"), polyarthritis ("inflammation in joints") and insomnia ("insomnia") and was found to have weight increased ("weight gain"). Essure was removed on (B)(6) 2022. An unknown time later she experienced abdominal pain (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, adnexa uteri pain, allergy to metals, arthralgia, depression, dizziness, dyspareunia, fatigue, heavy menstrual bleeding, insomnia, libido decreased, memory impairment, micturition urgency, migraine, pelvic pain, pollakiuria, polyarthritis, rheumatoid arthritis, urinary tract discomfort and weight increased to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority tga (reference number: (B)(4)) on 14-mar-2023. The most recent information was received on 03-apr-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. In 2012 she experienced pelvic pain ("pelvic pain"), heavy menstrual bleeding ("abnormal periods - menorrhagia"), abdominal distension ("severe bloating"), dyspareunia ("extreme pain during and after sex, that had never existed before"), allergy to metals ("metal allergy"), abdominal discomfort ("stomach discomfort"), rheumatoid arthritis ("autoimmune disease (diagnosis of rheumatoid arthritis)"), fatigue ("fatigue"), migraine ("migraines"), pollakiuria ("changed toilet habits (increased and constant urination)"), urinary tract discomfort ("changed toilet habits (feeling of internal swelling)"), micturition urgency ("urgency to urinate"), adnexa uteri pain ("twinges in the implant location"), arthralgia ("aching joints"), depression ("depression"), libido decreased ("reduced libido"), dizziness ("dizziness"), memory impairment ("memory lapses"), polyarthritis ("inflammation in joints") and insomnia ("insomnia") and was found to have weight increased ("weight gain"). Essure was removed on (B)(6) 2022. An unknown time later she experienced abdominal pain (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, adnexa uteri pain, allergy to metals, arthralgia, depression, dizziness, dyspareunia, fatigue, heavy menstrual bleeding, insomnia, libido decreased, memory impairment, micturition urgency, migraine, pelvic pain, pollakiuria, polyarthritis, rheumatoid arthritis, urinary tract discomfort and weight increased to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-apr-2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.